Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an impella interventional procedure, using a 6fr sheath. The first proglide device was successfully pre-placed. Reportedly, when attempting to remove the second proglide device, after the lever and foot were closed, the device could not be removed. A balloon was inserted to stop blood flow and the proglide device was removed using excessive force. The foot closed completely with the lever prior to attempting to remove the device; however, the foot plate was caught on the vessel wall and soft tissue. When the device was pulled out, the vessel wall was observed and a chunk of calcium was noted, but no extravasation and no tissue damage. It was also observed that the lever was damaged as it had been pulled excessively. The procedure was aborted and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The device was removed with excessive force. It should be noted that the perclose proglide instructions for use (IFU),states: excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial due to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.